Event description:
Boston scientific crm received information from a boston scientific field representative that this device and a competitor's right ventricular defibrillation lead were associated with a report of pacing threshold and impedance measurement increases within specification, and noise that could be created clinically with isometric exercises and device pocket manipulation. Lateral migration of this device also was noted. There was no evidence of pacing inhibition associated with the lead noise. A subsequent check of the lead showed no evidence of problems. The device setscrews were retracted and retightened without incident. There were no reports of adverse patient effects, and the device remains implanted and in service.

Manufacturer narrative:
This report will be updated if additional information is received.